Event description:
Report received of the stent being loose on the balloon of the stent delivery system. It was reported that prior to using a biodivysio 4.0 x 18mm stent, the physician noticed that the stent was loose on balloon; therefore, the stent was not used. It was reported that the physician placed another unspecified sized biodivysio stent. There were no reported adverse patient effects. Though requested, no additional information was provided.